Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) did not alarm for spo2 when the readings dropped below the minimum alarm limit. No patient harm was reported. Investigation summary: nk tech support attempted to collect logs and event details, but complete device data, (including the bsm's serial number, event investigation forms, and waveform/log history) was not provided. The available logs were incomplete or older than the retention window, preventing review of the event period. Without signal-quality data, alarm history, or device configuration details, it was not possible to determine whether the absence of an alarm resulted from spo2 delay settings, poor signal quality, or another factor. The root cause could not be determined due to insufficient data. Nk will continue to monitor and trend. The following field contains only parial information, as attempts to obtain the information were made, but not provided: d10 attempt # 1: 09/10/2025 emailed the customer via microsoft outlook for the information in the ni list above: the customer replied but could only provided information on the data acquisition unit, which would have been connected to an associated bedside monitor. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: data acquisition unit: model #: ja-694pa. Serial #: (B)(6). Device manufacturer data: 12/24/2020. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Bedside monitor (bsm): model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na.

Event description:
The charge nurse reported that the central nurse's station (cns) did not alarm for spo2 when the readings dropped below the minimum alarm limit. No patient harm was reported.

Manufacturer narrative:
The charge nurse reported that the central nurse's station (cns) did not alarm for spo2 when it dropped below the minimum alarm limit. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: data acquisition unit: model #: ja-694pa serial #: (B)(6). Device manufacturer data: 12/24/2020 unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na.

Event description:
The charge nurse reported that the central nurse's station (cns) did not alarm for spo2 when it dropped below the minimum alarm limit. No patient harm was reported.